Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in a moderately tortuous middle right coronary artery. A liberte bare (mr) 32mm x 3.50mm stent delivery system failed to cross the lesion. The liberte bare stent delivery system was removed and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).